Event description:
The customer contact reported unrestricted flow. The tubing set was to be used to deliver an unspecified medication at an unspecified rate. It was reported that after the tubing was clamped with an unspecified clamp of the tubing set during priming, unrestricted flow was noted. No specific details were provided. Though requested, no additional information was provided, including if the tubing set was replaced and the therapy was initiated.

Manufacturer narrative:
The customer contact indicated the devices were discarded. The lot number of the device that was in use is unknown. The customer contact identified two possible lot numbers (plots). The possible lot numbers are 152425g and 152435g. During the investigation, no possible causes for the customer reported unrestricted flow were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The catalog number provided is the international list number that was involved in the event. The commodity on the international list number that malfunctioned is comparable to the commodity on the domestic list number. (B)(4). This report represents all the information known by the reporter upon query by hospira personnel.